Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor metal was damaged. The customer's blood glucose level was unknown. The customer reported that the sensor had sensor not wet alarms and sensor was broken. The sensor will not be returned for analysis.